Event description:
Spontaneous report from cnss stating that the patient called due to her sqr site leaking. The site was replaced, but it took numerous tries due to cleo not sticking. No other information provided. No ae occurred. Reported to (B)(6) by health professional.